Event description:
It was reported that during a lap cholecystectomy, the clip would not fully advanced into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): advancer. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.